Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having a frozen display and unresponsive buttons. The customer stated that she missed the bolus reminder alarm while the buttons were unresponsive. A new battery was installed and the buttons were responding. The customer called back and stated that she gives herself a bolus and the insulin pump has again a frozen display. The customer also mentioned that the time was not advancing. The blood glucose reading at time of call was 164mg/dl. No further info was provided.